Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR #: 1225714-2013-00977.

Event description:
The plaintiff's attorney alleged that the decedent experience a cardiovascular event on (B)(6), 2011 after the use of the product.